Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and recorded in bolus history screen. No "pump delivering more than what was programmed" noted during testing. The insulin pump had cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high and low blood glucose. The customer's mother reported that the insulin pump had crack near the reservoir compartment. The customer's mother reported that the insulin pump was delivering more insulin than programmed. The customer's blood glucose was 36 mg/dl at the time of incident. The customer's blood glucose was 455 mg/dl at the time of call. The customer's mother stated that they treated the low blood glucose with food. The customer's mother stated that they treated the high blood glucose by bolus. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Corrections have been made to this report with updated device analysis notes. The insulin pump passed delivery volume accuracy test.